Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for low, out of range pacing impedance. Upon interrogation, noise reversion episodes were noted. No interventions were made at this time. The patient was stable.

Event description:
New information received noted that the right ventricular lead exhibited noise over-sensing and noise reversion episodes. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2022.

Event description:
New information received noted that the patient was stable and discharged after the procedure.

Event description:
New information received noted that noise was also present on the right ventricular lead.